Manufacturer narrative:
The device history records (dhrs) for the provided lot numbers were individually reviewed. All inspections of all lots passed, and no issues were identified in the DHR review. A two-year review of complaints were performed, and zero (0) complaints for this issue (implant loosening) were noted. The literature contains the proper warnings. Devices/products were not returned for further evaluation; therefore, the root cause of the concern could not be determined.

Manufacturer narrative:
The investigation is currently pending, and a follow up report will be submitted upon completion of the investigation. Related reports: 2027754-2022-00142, 2027754-2022-00143, 2027754-2022-00144, 2027754-2022-00145, 2027754-2022-00146, 2027754-2022-00147, 2027754-2022-00148, 2027754-2022-00149, 2027754-2022-00150, 2027754-2022-00151, 2027754-2022-00152, 2027754-2022-00154, 2027754-2022-00155, 2027754-2022-00156, 2027754-2022-00157, 2027754-2022-00158, 2027754-2022-00159, 2027754-2022-00160, 2027754-2022-00161, 2027754-2022-00162, 2027754-2022-00163, 2027754-2022-00164, 2027754-2022-00165, 2027754-2022-00166, 2027754-2022-00167, 2027754-2022-00168, 2027754-2022-00169, 2027754-2022-00170, 2027754-2022-00171, 2027754-2022-00172, 2027754-2022-00173, 2027754-2022-00174, 2027754-2022-00175, 2027754-2022-00176, 2027754-2022-00177, 2027754-2022-00178, 2027754-2022-00179, 2027754-2022-00180, 2027754-2022-00181, 2027754-2022-00182, 2027754-2022-00183, 2027754-2022-00184, 2027754-2022-00185, 2027754-2022-00186, 2027754-2022-00187, 2027754-2022-00188, 2027754-2022-00189, 2027754-2022-00190, 2027754-2022-00191, 2027754-2022-00192, 2027754-2022-00193, 2027754-2022-00194, 2027754-2022-00195, 2027754-2022-00196, 2027754-2022-00197, 2027754-2022-00198.

Event description:
The patient was implanted on (B)(6) 2022 with no issues post-op or during clinical follow up until the patient started reporting discomfort around (B)(6) 2022 (event date) at which time imaging suggested the screw on the left side plate appeared out of the usual location. Exploratory surgery was performed on (B)(6) 2022 and found loosening of the plate and "slight movement of the distal stump". The patient was then referred to the (B)(6) for emergency removal and refixation which took place on (B)(6) 2022. The impression was that the mandibullary bone had reabsorbed around the screws and granulation tissue had formed at the site. Bacterial culture of material collected revealed it was negative. It was reported "they will be forwarding the screws removed from the patient's second surgery"- presumably, the devices explanted during the revision on (B)(6) 2022. It was also reported the patient might be diagnosed with metallosis (clinical hypothesis), and it could be related to plates and screws implanted. No further information has been provided. Report 12 of 57 for this event.